Event description:
Boston scientific received information that the lead safety switch (lss) feature was activated on the right ventricular (rv) lead, as a result of pacing impedance measurements greater than 2,500 ohms. Multiple ventricular tachycardia (vt) episodes with noise were observed. The rv lead was not reprogrammed and remained in unipolar configuration. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient was upgraded to an implantable cardioverter defibrillator (ICD). This rv lead was surgically abandoned and replaced with an implantable defibrillation lead. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).